Manufacturer narrative:
System manufacturing records were reviewed, and no issues were identified. The scope was not returned, and failure analysis of the device confirmed it passed final qa/qc testing. The physician did not attribute the bleeding to the galaxy system, noting it was related to the patient's underlying condition and prior biopsy history. Although video review could not be performed due to missing data, the procedure was completed without complications. The event is consistent with the known inherent risks of bronchoscopy. This complaint is reported due to the following conclusions: bleeding was reported during a galaxy-assisted biopsy procedure, originating from the lesion site after the second biopsy. The event occurred while transitioning from target 1 to target 2 and required less than five minutes of suctioning, with no additional intervention needed. The physician did not attribute the bleeding to the galaxy system, determining it was related to the patient's condition. The patient had a history of smoking and emphysema, and the lesion was a previously biopsied site. No malfunctions were reported.

Event description:
Bleeding was reported during a case as the physician transitioned from target 1 to target 2. The bleeding was observed originating from the lesion site after the second biopsy. The scope was withdrawn, and the airways were examined to identify the source of the bleeding. The physician applied suction for less than five minutes and confirmed that the airways were clear before resuming the procedure. No additional interventions were required, and the case was completed successfully. No malfunctions were reported.